Event description:
It was reported that the bd precisionglide¿ needle clogged. The following information was provided by the initial reporter: some of the providers as well as myself have noticed some of the 30g 1/2 inch needles are defective. The solution can not be pushed through the needle.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported solution could not be pushed through the needle. To aid in the investigation, one sample with the plastic shield, but no packaging blister, and one photo was provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. The photo provided shows a packaging blister top web. A device history record review was completed for provided material number 305106, lot number 1335484. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be offered as it is unknown what induced the defect reported.

Event description:
It was reported that the bd precision glide¿ needle clogged. The following information was provided by the initial reporter: some of the providers as well as myself have noticed some of the 30g 1/2 inch needles are defective. The solution can not be pushed through the needle.